Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full complement of staples. The jaws of the reload were open. The cartridge and jaws of the reload were not parallel when clamped. The reload was disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapter. The reload was loaded into the returned listed instrument for functional testing. The reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. There was difficulty retracting the firing knobs. The instrument firing knobs were forcefully retracted and the reload was unloaded from the instrument. The reload interlock was tested and found to not function properly. The reload was disassembled to inspect the internal components. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of bent knife bar laminates and thick tissue damage that has no relationship to the reported condition. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. Replication of the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic left hepatectomy, after firing while disconnecting the left hepatic vein, the reload stuck to the tissue. The handle could not be squeezed and could not be pulled back. The locked reload was removed to the tissue by firing and cutting on both sides of the tissue using another handle and reload. It was also stated that the staple line from the initial reload was incomplete centrally. Another reload was used to fix the staple line.